Event description:
It was alleged that the coblator ii controller would not activate the wand. The procedure was successfully completed using a competitive device. There have been no reported patient complications.

Manufacturer narrative:
The complaint could not be verified and a root cause could not be determined since the returned controller functioned as intended and exhibited no functionality issues during testing. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: (1) overuse of the concomitant wand resulting in diminished function of the electrodes; (2) insufficient saline flow to the surgical site resulting in a weaker plasma field produced by the concomitant wand; (3) surgical technique (4) an issue with one of the concomitant devices in use at the time of this complaint event. (5) a power interruption to the subject controller. (6) using an improper power cord or improper extension cord, or a lose power connection. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.